Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. A sample was returned and visually inspected with no obvious defects observed. The non-invasive flow sensor (nifs) on the cassette housing was in a good condition and the ball in the drip chamber¿s check valve moved freely. A console representing a current software version was used to test the sample. The sample failed intraocular pressure (iop) calibration and generated a system message code (smc). The console's received signal amplitude (rsa) value associated with both events was reviewed and found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code if the value decreases below a threshold limit at any point during priming or surgery when the iop function is enabled. The console log provided by manufacturer representative was reviewed for the time period reported for this event, and a review of the electronic log did not indicate a smc was generated. Analysis of the returned sample revealed that the customer¿s event is related to a non-conforming rsa value associated with the cassette. Dimensional features associated with the manufacturing process appear to be the major contributing factor in low rsa values. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the infusion did not flow as it was about to be utilized during a vitrectomy procedure. The product was replaced with another and the procedure was completed with no harm to the patient. No additional information is expected.